Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a per-oral cholangioscopy procedure performed on (B)(6) 2019 as part of the e7114 pocs liver transplant clinical study. According to the complainant, the patient required liver transplantation due to hepatitis b virus (hbv). The liver transplant procedure was performed on (B)(6) 2018, using a cadaveric donor. The patient was enrolled in the e7114 pocs liver transplant study on (B)(6) 2019. During the spyglass portion of the procedure, the quality of the spyglass image was stated to be 'excellent'. The patient had an anastomotic stricture 10mm in length. The physician then noticed that the working channel sleeve of the spyscope ds protruded while the device was inside the subject's bile duct. The procedure was still completed using with this device. There were no patient complications as a result of the spyscope working channel sleeve protrusion. The following procedures were also performed as part of the recommended patient management: balloon dilation, stent placement, removal of debris/stone, and selective guidewire placement.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Study: e7114 pocs in liver transplant. Device codes: the problem code 2979 captures the reportable event of working channel sleeve protrusion. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a per-oral cholangioscopy procedure performed on (B)(6) 2019 as part of the (B)(4) clinical study. According to the complainant, the patient required liver transplantation due to hepatitis b virus (hbv). The liver transplant procedure was performed on (B)(6) 2018, using a cadaveric donor. The patient was enrolled in the (B)(4) study on (B)(6) 2019. During the spyglass portion of the procedure, the quality of the spyglass image was stated to be 'excellent'. The patient had an anastomotic stricture 10mm in length. The physician then noticed that the working channel sleeve of the spyscope ds protruded while the device was inside the subject's bile duct. There were no patient complications as a result of the spyscope working channel sleeve protrusion. The following procedures were also performed as part of the recommended patient management: balloon dilation, stent placement, removal of debris/stone, and selective guidewire placement.